Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that duplicate address was detected on cubie pocket. A field service engineer found that auxiliary half-height legacy drawer 7 was not detected on the bus. The flat flex cable was replaced, but the drawer remained undetected. Diagnosis confirmed the drawer board was faulty. The drawer was replaced with a full-height drawer, restoring functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 aux, duplicate address was detected on the cubie. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.